Manufacturer narrative:
Additional info has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
During a rib procedure, the surgeon optimized a rib plate by cutting in half; surgeon noted the first half of the plate was implanted without issue. Surgeon went to implant the second half of the plate and noted the pt had bad bone quality. The second half of the plate would not lay flat against the rib with the surgeon deciding to remove the second plate. Surgeon was unable to remove the eight screws from the plate, surgeon then decided to manually remove the plate with the screws attached to the rib plate. Nothing was placed or remained on the second rib where the plate was removed. This is nine of nine reports for this event.